Event description:
On giving 2nd injection, dr, he had gone into the vein. No further comment (explanation of any possible side effects were made). On 3rd injection had terrifying adverse reaction. Grossly swollen knee, shivering, excessive pain, could not move leg in bed, husband dragged me to toilet and vomited, fever chills, could not speak coherently. Went following day 2009 to saturday's closed office where dr on call withdrew 70cc's of fluid from knee and gave cortisone shot to ease pain. Have asked why no analysis of fluid has either not been done or why I have not been informed. Was told the fluid had been discarded. Am highly dissatisfied with indifference attitude. Told nothing had been done. I need to know whether now as a result of 2nd injection going into vein, if I am now no candidate for future flue shots in vein of the nature components of synvisc and its relation to any of all avian by - products. Dose: 1-in a series of 3. Frequency: 3 injections. Route: in rt knee. Dates of use: 2009. Diagnosis: osteo arthritis of rt knee. Event reappeared after reintroduction? Yes. Synvisc injections: 2009 to remove fluid 70 cc's. In 2009 - from badly swollen knee & severe & frightening adverse reaction.